Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) reviewed the device configuration, and synchronization data and identified that intermittent device disconnects, and user authentication failures were caused by server-side database timeouts coinciding with disk input or output latency and raid reset warnings on the enterprise server application and database servers. Although synchronization 2.0 downloads continued to update, authentication requests failed during the incident due to structured query language (sql) timeouts triggered by underlying storage-related warnings in the virtual environment. The environment was running enterprise server version 1.7.x, which has a known production issue (pi) where partial network or server impairment prevents devices from transitioning into offline authentication mode, resulting in login failures despite cached credentials being available. The vm ware-related disk reset warnings were observed on multiple servers, and the customer mitigated risk by migrating the affected production vms to a different datastore, with plans to evaluate paravirtual scsi adapters. No further synchronization or authentication issues were observed during follow-up monitoring, the customer reported no ongoing problems, and the case was closed. Additionally, the tss advised the customer to follow the steps in the knowledge article how to - initial troubleshooting questions for station not communicating/all drawers failed if any further issues were observed. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that at approximately 8:40 a.m., the user facility lost access to their pyxis system. According to the report, the loss of access occurred during an obstetric (ob) surgery in an anesthesia room, where the certified registered nurse anesthetist (crna) "could not authenticate into the device" and "was locked out of the pyxis for about 5 minutes starting at 12:45 p.m." The event was associated with an allegation of unspecified "patient harm". Communication and system functionality were reportedly restored after approximately 10 minutes. Multiple attempts have been made to obtain additional information; however, no further details have been provided to date.